Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: device photographs for the device related to the reported event of deflation were reviewed. Visual analysis of the photographs identified device with black particles in the fill channel and flat creases. Due to impossibility to perform a microscopic analysis via device analysis through photographs, it is not possible to determine the most likely failure mode. Additional, corrected, and/or changed data: b.5., d.1., d.4., d.7., h.6.

Event description:
Device has been explanted.